Manufacturer narrative:
(B)(4). Date sent: 10/15/2024. D4: batch #827c02. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. No battery was received. When the test battery was installed the green checkmark does not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the device was dry fire five times, the device did activate on each firing. No adjusting knob or anvil issues were noted at any time during the testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. Open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 827c02, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2024. Additional information was requested, and the following was obtained: what was found at the time at the time of re-operation? Unknown what were the indications for surgery? Anastomotic leak did the breakaway washer complete cut? They didn't use a device what surgical procedure was performed? Unknown but they created a colostomy did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? Yes, its described in my initial call and follow up email what healthcare professional fired the device and what is his/her experience with the device? Unknown where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown was the device difficult to close? Yes. Was the device difficult to fire? The first one didn't fire. The second fired fine how may counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown did the healthcare professional receive audible & tactile feedback when firing the device? Unknown were the donuts inspected? If so, please describe. Unknown but he typically does was a complete transection of the white breakaway washer visually confirmed? Unknown were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown what is the current status of the patient? They have a colostomy. It¿s not know yet whether its permanent or not does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If yes, was the staple line complete (fully circular)? Yes, he does. Unknown did the device have staple line issues? Malforms, missing staples, no staples etc? Unknown were there two complete tissue donuts? Unknown did the device cut the tissue? The first one didn't fire. The second seemed to was it a partial cut? If so what was cut partially, washer or tissue? If yes/no, was there any issue with the cut "did the surgeon turn the rotation knob full revolutions as stated in the IFU? Unknown was there audible and tactile feedback from the washer break? Unknown was the firing stroke interrupted prior to full washer break? Unknown. He said the second device fired fine. For the second device with the anastomosis was a leak test performed? If so, what type and what was the result? Unknown but he typically does a test was the staple line visualized endoscopically during the initial surgical procedure? Unknown how many days postoperative did the leak occur? 1 day how was the leak identified? Unknown what was observed at the site of the leak upon reoperation? Unknown how was the leak addressed? Re-operation with colostomy were there any issues experienced with the device in the initial surgical procedure? The first device did not fire. The second fired fine does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Yes, he does feel the leak was a result of the issues with the stapler.

Manufacturer narrative:
(B)(4). Date sent 10/2/2024. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Please provide more details for device issue? The surgeon had trouble connecting the anvil to the stapler. It would connect but then come off. He also said when they closed the device, it felt like it wasn¿t closing down properly. Almost like it was ¿stripped¿. Ultimately, they got the anvil connected and the device closed but when they went to fire it, it didn¿t fire. I wasn¿t there but it was like the anvil wasn¿t connected properly. They got a new stapler but used the same anvil, since it was already placed in the proximate bowl. They fired it and it worked properly. However, I was informed yesterday that the patient was brought back for surgery a couple of days later. I spoke with the surgeon yesterday and he wasn¿t the one who took the patient back to surgery so he didn¿t know if it was related to the anastomosis. He¿s going to let me know when he has more details 2. Was the battery plugged in fully with the backlight lit? Yes. 3. Was the device in range? Yes. 4. Was the safety disengaged? Yes. 5. Did the device staple? No. 6. If yes, was the staple line complete (fully circular)? 7. Did the device have staple line issues? Malforms, missing staples, no staples etc? 8. Was the breakaway washer completely cut? 9. Were there two complete tissue donuts? 10. Did the device cut the tissue? 11. Was it a partial cut? If so what was cut partially, washer or tissue? 12. If yes/no, was there any issue with the cut. 13. Was the device locked on tissue with the anvil closed? No. 14. If yes, what steps were taken to open the anvil. 15. If the anvil could not be opened, how was the device removed. 16. "Did the surgeon turn the rotation knob full revolutions as stated in the IFU? 17. Did the washer break completely? 18. Was there audible and tactile feedback from the washer break? 19. Was the firing stroke interrupted prior to full washer break? 20. Was the device difficult to close? 21. Was there adjusting knob issues? There seemed to be. He said he felt like it wasn¿t closing properly but couldn¿t describe it any further. 22. Did the anvil detach? Yes, a couple of times while they were trying to close it 23. Did indicator come into orange range? Yes. 24. Were there excessive tissue between the anvil and the deck? Unknown. 25. Did the surgeon wait the 15 seconds to fire the device? Patient now has a permanent colostomy and surgeon feels it's a result of the staple line. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that there was a quality issue with the circular powered stapler. No patient harm. No additional information provided.